Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and a shock due to supraventricular tachycardia (svt). Technical services (ts) discussed reprogramming options. Subsequently, this ICD delivered inappropriate atp and a shock again due to svt. The ICD delivered the inappropriate therapy because of function undersensing on the right atrial lead, which caused the ventricular rate to be considered greater than the atrial rate. Ts recommended changing the atrial blank after ventricular sense to the smallest fixed version and/ or turning the atrial tachy discriminators off. This ICD remains in service. No additional adverse patient effects were reported